Event description:
It was reported that a repair drill fractured and the resulting fragment led to the implant no longer being usable.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury that occurred while using the xive implant system. This report is for the repair drill. The dental abutment screw was already reported with report number (B)(6), which will be updated. The dental implant device report will be submitted separately. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.